Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a motor inside the transfer/recirculation pump of a fresenius dry acid mixer seized and melted. There was no harm to any patients or individuals because of this malfunction. Upon initial reporting the biomed was provided with the part number of the transfer/recirculation pump assembly and advised by fresenius technical services to replace it. Additional information was requested, however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a motor inside the transfer/recirculation pump of a fresenius dry acid mixer seized and melted. There was no harm to any patients or individuals because of this malfunction. Upon initial reporting the biomed was provided with the part number of the transfer/recirculation pump assembly and advised by fresenius technical services to replace it. Additional information was requested, however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h10 (plant investigation: the statement that the customer provided a photograph of the reported issue was made in error and has been removed) plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a motor inside the transfer/recirculation pump of a fresenius dry acid mixer seized and melted. There was no harm to any patients or individuals because of this malfunction. Upon initial reporting the biomed was provided with the part number of the transfer/recirculation pump assembly and advised by fresenius technical services to replace it. Additional information was requested, however a response was not received. No parts were returned to the manufacturer for physical evaluation.